Manufacturer narrative:
A detailed analysis of the data logs has been performed and led to the following observations : - the first error was due to a communication failure between the controller and the software whose cause remains unknown; - the second error was also due to a communication error provoked by an excessive force applied on the arm; a reboot of the pc permitted to continue the surgery, as expected in such case; - the last error occurred because a parking movement was interrupted by a vigilance device failure, and the user chose to restart the device, which provoked the disconnection. Following the first and last errors, the arm was released using the maintenance software (kineverif). The normal recovery procedure or the full shutdown of the device were not attempted. Our analysis revealed that an unexpected number of vigilance device failures occurred before the first and the last errors. The arm was not locked in a singular position, but it was difficult to move it as vigilance device failures kept on occurring. It is suspected that an intermittent electrical or hardware issue in the communication chain between the controller and the vigilance device could be at the origin of the reported event. However this hypothesis could not be conclusively confirmed.

Event description:
The surgeon informed the clinical representative (cr) by email, that they did a seeg case on (B)(6) 2020 and the robot arm was stuck and not possible to move for mininum 2 times. She was able to move the arm using the kineverif and could finish the surgery. The delay was about 20 minutes.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
The surgeon informed the clinical representative (cr) by email, that they did a seeg case on (B)(6) 2020 and the robot arm was stuck and not possible to move for minimum 2 times. She was able to move the arm using the kineverif and could finish the surgery. The delay was about 20 minutes.